Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A vacuum check failed due to clogged hp2 filters. The hp2 filter was replaced. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks found after the ast. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: h6 impact code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.